Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. The patient was hospitalized for an unreported indication and experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (2gm, frequency, and route not reported) and fortum (1gm, frequency, and route not reported) for peritonitis. The patient was recovering from this peritonitis event.